Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, it was noted that the rv lead was sensing p-waves and r-waves and resulted in inappropriate therapy. Diagnostic imaging revealed that the leads had dislodged caused by twiddler¿s syndrome. The following day the rv lead was extracted and replaced, and the atrial lead was reused. The patient was in stable condition before, during, and after the procedure.